Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015, at 12:00pm, he obtained results of ¿280 and 298mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results satisfies lifescan¿s criteria for precision. The patient manages his diabetes with insulin and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that ¿20 minutes¿ after the alleged inaccuracy occurred he developed symptoms of ¿sweat and shaking¿ and that at 12:30pm on (B)(6) he self-treated with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient was sent replacement products. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event after the alleged issue occurred.